Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by a sales representative via (B)(4) that an ar-7800 tensioner is not functioning properly. Discovered during a case with no patient effect. Additional information 12/3: rep stated that tensioner handle was not turning appropriately and was very difficult to turn.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device. The device's manufacturing date is 23-dec-2019.